Manufacturer narrative:
Correction to clinical signs and symptoms code: e2403 changed to e1906.

Event description:
Additional information received on 12/16/2022 as follows: the genesis placeholder was removed and replaced with a titan touch.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient had in infection, their titan was explanted and replaced with a genesis. No other adverse patient effects were reported.